Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a constant downstream occlusion error. This issue is not related to physical damage/abuse, and there was no delay of therapy since it occurred during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the past. Visual evaluation found scratched lcd lens and cracked battery door. Primary problem was not replicated by functional testing, but a review of the event log found three occlusion alarms. The alarm occurred after the dose was activated. The cause of the issue is the downstream occlusion (dso) sensor. Replaced the dso sensor to correct the problem. The device passed all functional tests after the repair.